Event description:
It was reported that the right ventricular (rv) lead had an acute rise in rv threshold with diminished but adequate rv sensing. It was noted that an x-ray revealed that the rv lead slack was gone. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).